Manufacturer narrative:
D10 concomitant medical products: smbttrndx, spacemaker pro btt + round (lot#:p3m0695) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair, the rubber stopper of the two spacemaker pro btt + round disengaged and fell into the patient's cavity while inflating the balloon. The component was found and removed from the cavity. Another spacemaker was used to complete the procedure. No medical or surgical intervention was needed to prevent permanent impairment, and the event did not lead to or extend patient hospitalization.